Event description:
The facility reports the resident was being raised when the hanger bar disconnected from the boom. Both the resident and the hanger bar fell to the floor. The resident landed on their buttocks and complained of neck pain.